Event description:
Customer reported a malfunction on the pump, indicated by malfunction code malf 0, due to a software error. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by a correction bolus via the pump. Technical support assisted the customer with resetting the pump, which was successful as the malfunction code did not recur. Customer was advised to continue using the pump and to contact support if the issue recurs.